Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of low pacing impedance was confirmed while the reported event of lead fracture was not confirmed. Electrical testing found an internal short between the outer and inner coil. Examination of the inner insulation found damaged consistent with procedural damage. The cause of the low pacing impedance was isolated to the breach in the inner insulation exposing the outer and inner coils consistent with procedural damage. No other anomalies were seen.

Event description:
It was reported the patient presented for initial procedure. During implant, it was discovered the lead exhibited low pacing impedance. The suspected cause was a lead fracture. The physician elected not to use the lead. The patient was in stable condition.